Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had some battery issues on the insulin pump. Customer stated that he replaced the battery on his pump and had to put in three fresh batteries before the pump responded. Customer's blood glucose was 8.3 mmol/l. Customer was advised that a replacement battery cap will be sent as he may not be getting good contact with the battery.